Manufacturer narrative:
Serial number: the device serial number was documented as unknown in the initial report. The device serial number has been updated as (B)(4). Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as feb 12, 2009. The device was not returned for evaluation. Therefore, the reported complaint could not be confirmed. No further investigation is required at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter number: (B)(6). Mfg date: the serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a posterior cervical fusion surgical procedure, it was observed that the motor device was heating up in the surgeon's hand and would not retain the cutter device. There was a five minute delay to the surgical procedure while retrieving the spare device. The procedure was completed successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and confirmed that the device was noisy and the device was observed to be powerbroken. However, the reported conditions of overheating and not holding the drill bit could not be confirmed. It was determined that the assignable root cause for the device being powerbroken was due to failure to follow directions for use and running the device in the safe or load position which is user error. It was determined that the assignable root cause for the worn pawls was due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.